Event description:
It was reported the sales rep was doing a training at (B)(6) with a new power pro out of the box. During the training, he discovered that the safety bar was not properly connected to the cot. No pt involvement or adverse consequences have been reported.

Manufacturer narrative:
Other: safety bar; safety hook pivot.